Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 1.1 failed, and the cubies wouldn't pop up. A field service engineer (fse) replaced the retractor bands on auxiliary drawers 1.1 and 3.1, reseated all connections, and cleaned the drawer. After removing all devices and drawers from the main unit, the fse was able to run the hardware test application (hta). Through trial and error, it was determined that the cause of the issue was the station refrigerator. When only the refrigerator was disconnected, the hta started without the exception error. The fse tested both drawers, removed duplicate pocket error cubies, recovered and inserted new pockets. A network cable to the refrigerator was also replaced, but this did not resolve the hta error. The customer requested to escalate to 1.8 upgrade project manager. The fse recovered all duplicate pocket errors, reinserted the pockets, loaded without issue and all errors were resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer failed and the cubies would not pop up. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.